Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No additional information has been provided. A review of historical installation records found the subject lumenis one system was installed at the user facility on (B)(6) 2010, and a review of service records shows the device has had its annual preventative maintenance yearly. A review of lumenis one product risk file shows "exposure to hot parts" as an anticipated risk) which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. Review of product DHR showed it was manufactured according to relevant procedures, tested before release according to specifications. While the information received to date does not confirm that a serious injury had occurred, in an abundance of caution lumenis has chosen to report this event. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to bikini anatomical area following treatment with a lumenis one laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.

Manufacturer narrative:
On december 12, 2017 lumenis received new information from the user facility confirming that the patient would suffer no permanent impairment. Furthermore user facility reported that medication desonide and hydrocortisone topical to the patient prophylactic for symptom relief. A lumenis healthcare professional evaluated the provided treatment settings and patient skin type data concluding treatment settings were within specifications per common medical practice, device training, and device labeling. The healthcare professional concluded that probable no test patch prior to treatment to be the contributory causes of the reported events. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. User facility declined service therefore malfunction could not be confirmed.